Event description:
Patient reported obtaining a blood glucose result of 455 mg/dl, while using the suspect device. Patient indicated that he immediately retested blood glucose, using a different device, and obtained a result of 166 mg/dl. Patient stated that, based on the result of 455 mg/dl, he delivered 12u of insulin lispro. Patient did not report any adverse event resulting from insulin administration; he did however, indicate that he has "woken up in a sweat," after basing insulin dosage on values obtained on the suspect device. Patient reportedly performed a level-one quality control test, on the suspect device, and the result fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.